Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting treatment provider in (B)(6) reported to allergan aesthetics that their coolsculpting system may be leaking.

Event description:
A coolsculpting treatment provider in canada reported to allergan aesthetics that their coolsculpting system may be leaking.